Event description:
It was reported that the physician was calling for review of a single chamber pacemaker, where this right ventricular (rv) lead had muscle noise being oversensed. The patient was not dependent and was asymptomatic with the noise. The sensitivity was reprogrammed to 1.5mv and sensing looked good. Further information was received that during a device changeout procedure due to normal battery depletion (nbd), this lead exhibited noise, undersensing and low, but still within range, impedance measurements once it was connected to the new device. The physician opted to surgically abandon it and a new lead was successfully implanted. No additional adverse patient effects were reported.